Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastrojejunostomy procedure. Imdrf device code a0401 captures the reportable event of handle break during a gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a gastrojejunostomy (gj) procedure performed on an unknown date. During the procedure, the axios stent did not deploy after puncture. The stent was removed, and another stent was placed at a different site. There were no patient complications reported as a result of this event and the patient was reported to be doing well after the procedure. Note: a review of the photo provided by the complainant showed the handle was broken.